Manufacturer narrative:
Evaluation summary: the device was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A customer reported that following bilateral intraocular lens (iol) implant procedures, a patient reported that she can see the edge of the iol in the corner of her eye. She also reported blurred vision in both eyes, which improved with washing her eyes with water; and the loss of up close vision and the ability to see small font close up, which she could see prior to surgery. Additional information was requested. There are two medical device reports associated with this patient. This report is for the left eye.